Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100574797. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: (B)(6). Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and hematuria. A surgical procedure was performed during which the cuff was explanted. Upon explant the physician identified urethral erosion. The physician planned to revisit the patient in 4-6 months. There were no further patient complications reported.